Event description:
It was reported that the device displayed a long charge time, and the battery voltage was found to be near recommended replacement time (rrt). The device was later explanted and replaced due to elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device displayed a long charge time, and the battery voltage was found to be near recommended replacement time (rrt). The device will be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri: time of rrt in save to disk on (B)(6) 2012, and device reached eos > 16 sec charge time. Weekly battery voltage trend data shows bat=2.65 to 2.62 volts between (B)(6) 2011 and (B)(6) 2012. Last full charge =16.325 sec on (B)(6) 2012, 23:59:44.